Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a number of episodes. The device classified the initial episode as supra ventricular tachycardia (svt); however, it was thought to have been ventricular tachycardia (vt). The next episode that began 6 seconds later, was indicated to be ventricular tachycardia (vt) and was treated with anti-tachycardia pacing. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.